Event description:
Hosp or personnel were performing an open-heart surgery. The device was used with internal paddles. According to the rptr, the device intermittently would not transfer any or all of the energy to the pt. The rptr based this on the abnormal energy delivery message observed on the device's monitor screen. No adverse effects to the pt were reported as a result of the alleged malfunction.